Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, sensor wire was detached from sensor pod . Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.